Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a primary breast reconstruction with an unspecified mentor breast implant and experienced wound infection (unknown side) postoperatively. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor textured saline breast implants in 2004. The implantation, event, and explantation dates were estimated as (B)(6) 1999, (B)(6) 2001, and (B)(6) 2004 respectively based on available information. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis.